Manufacturer narrative:
The field service engineer discovered the vacuum nozzles were worn and were causing the vacuum nozzles to latch to the bottom of the ise vessel when the vacuum was applied. He replaced both vacuum nozzles. He performed calibration and quality control with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable high ise indirect gen.2 na results for two patients tested on a cobas 8000 cobas ise module. The initial results were reported outside the laboratory. The physician questioned the results, and the laboratory repeated the samples on a different analyzer. The repeat na results were determined correct. Patient 1¿s initial na result was 150 mmol/l, and the repeat result was 141 mmol/l. Patient 2¿s initial na result was 149 mmol/l, and the repeat result was 139 mmol/l. Na electrode lot number and expiration date were requested but not provided.